Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose levels were elevated (>300 mg/dl) with ketones. Customer delivered correction boluses as well as manual injections. System check was performed with tandem technical support and the pump performed as intended. Customer reported being recently diagnosed with another unspecified disease and taking a new medication that has extreme blood glucose side effects.